Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years three months of post deployment, computed tomography of abdomen was revealed that there was an inferior vena caval umbrella. The superior edge of the umbrella was located approximately 1.5 cm from the inferior edge of the right renal vein. All of the struts extended outside of the confine of the inferior vena cava wall 0.4 cm to 0.5 cm. This was most prominent directly anteriorly and posteriorly. One of the posterior struts centrally extended slightly into the right psoas muscle. There was no evidence of a perforation of any other surrounding structure. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2011), g4. H11: h6 (results, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.